Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric lens rotated by 20 degrees one day post operation in a left eye of a female patient. It was reported that the patient experienced blurred vision and visual acuity (va) pre-operative: (B)(6), va post-operative: (B)(6) uncorrected one day post op. Patient is booked for a 3 week follow up visit and a decision will be made on repositioning. To date the lens remains implanted. No further information received

Manufacturer narrative:
Additional information was received on 6/1/2016. The customer reported that the patient had a lens re-positioning done on (B)(6) 2016. At the patient's most recent postoperative visit, her uncorrected visual acuity measured 6/7.5 +2 uncorrected and was an improvement from 6/18 uncorrected. Additionally, no incision or vitrectomy was performed. (B)(4). Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed. The reported complaint could not be verified as the device was not returned. The lens remains implanted. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. Based on the manufacturing records review, historical complaint review, and non-conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.